Event description:
It was reported that the patient was experiencing weak legs, shortness of breath and palpitations. Caller concerned about pacemaker mediated tachycardia occurring. The device is still in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.